Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a tip fully separated issue occurred. It was reported that while inserting the pentaray® catheter, it was discovered the catheter was missing one of the splines. The 16 down spline was missing. The physician and scrub technician found out that the spline was separated outside the patient and was found on top of the drape. The catheter did not reach the end of the sheath before it was pulled out. No other parts were missing, and the whole catheter, including the detached spline, is available for return. The catheter was replaced, and the issue was resolved. The case continued. There was no patient consequence was reported. Additional information was received on the event on 06-dec-2021. The damage did result in wires being exposed. The reporter does not believe that the damage resulted in any lifted or sharp rings. The reporter is unsure if there was any resistance or difficulty during insertion or removal of the device as it was not brought to their attention. The spline was found outside the body on the drape once catheter was removed. No patient consequence. The event was assessed as MDR reportable for a tip fully separated issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a tip fully separated issue occurred. It was reported that while inserting the pentaray® catheter, it was discovered the catheter was missing one of the splines. The 16 down spline was missing. The physician and scrub technician found out that the spline was separated outside the patient and was found on top of the drape. The catheter did not reach the end of the sheath before it was pulled out. No other parts were missing, and the whole catheter, including the detached spline, is available for return. The catheter was replaced, and the issue was resolved. The case continued. There was no patient consequence was reported. Additional information was received on the event. The damage did result in wires being exposed. The reporter does not believe that the damage resulted in any lifted or sharp rings. The reporter is unsure if there was any resistance or difficulty during insertion or removal of the device as it was not brought to their attention. The investigation closure was completed on (B)(6)-2022. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the spline was detached. It was clarified that it was outside from the patient. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that a spline was detached on the pentaray nav eco catheter. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The damage reported by the customer could be related to the introduction of the catheter into the sheath; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. (Kinks, deflection, bents, cosmetic). Do not introduce the pentaray® navcatheter into a guiding sheath with its distal spines folded backward (i.e., toward the handle). Collapse the spines together using the insertion tube prior to insertion. Do not use the pentaray® navcatheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. This catheter is recommended for use with an 8f guiding sheath as the distal spines may be damaged if used with a sheath that is not compatible. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)